Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. The patient's husband reported a rash under the front therapy electrode. It was reported that the irritation had red spots, was painful and not itchy and had no areas of broken skin. During a follow up the patient's husband reported that the patient's doctor prescribed a powder and the rash was improving.